Event description:
The agility 10 standard guidewire was kinked/bent and could not be advanced into the microcatheter. This guidewire was remove,d and another wire was used to complete the procedure. Analysis on the returned product found that the distal tip coating was separated.

Manufacturer narrative:
Upon visual inspection approx 30x power, the entire unit was found to be intact physically and free from damages. It appeared that the distal tip had been shaped into a "j" tip (it is not known whether this was intentional or not). With the exception of some minor coating loss at the distal most "j" shaped tip, and some separation of the coating between the coils along the radius of the "j" tip, all other physical characteristics were normal, and free from damages. A review of the design history for this device revealed no manufacturing abnormalities. The devices are 100% visually and tensile tested prior to shipping; therefore, the visually detected shape of the returned unit would have been caught during the inspection process. It is common practice to manually reshape guidewires prior to insertion into the microcatheter. Although it is not impossible that handling damages resulted in an unintentional "j" tip on the guidewire, it is also possible that it was intentionally re-shaped. The instructions for use warn that the agility guidewires were delicate instruments, and should be handled carefully. Special care should be taken, when shaping the guidewire tip, in order to prevent damage. No conclusion can be made regarding the cause of the kinked/bent condition that caused the guidewire insertion difficulties, and appear to have resulted in the coating loss noted on the returned product; however, procedural handling may have contributed. See scanned page.